Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noisy signals on all its channels, with the patient having left ventricular assist device. Technical services (ts) was consulted and discussed stored data. Ts noted this crt-d system exhibited undersensing for its right atrial (ra) lead channel. Additionally, the left ventricular (lv) signals were not aligning with the right ventricular (rv) and right atrial (ra) signals. Ts recommended further in clinic examination. This device remains in service. No adverse patient effects were reported.